Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: the device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. In this case, the patient had persistent sub-therapeutic international normalized ratio (inr). There are possible patient, pharmacological and procedural factors that may have contributed to this event. Concomitant medical product: 5076-52 - lead implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while admitted for a non-device related infection, the patient had an ischemic cerebrovascular accident (icva). The stroke was attributed to the infection, as well as a sub-therapeutic international normalized ratio (inr). The patient had begun complaining of a headache and was treated with pain medication. However, the patient later seemed "a bit off" and "disturbed," so a head computerized tomography (CT) scan was ordered. The CT scan revealed an evolving infarct in the left temporal-parietal region. The patient returned from the CT with expressive aphasia. Repeat scans did not reveal any hemorrhagic conversion, but there was 30% stenosis to the right carotid. Neurosurgery was consulted, however surgical intervention was decided against based on the CT results and the location of the infarct. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.